Event description:
During a laparoscopic gastric bend procedure, while the surgeon was pulling on the band to lock it into position, the lower jaw of a flexible grasper broke and fell into the abdominal space. The surgeon was simultaneously pushing against the bend with a rigid instrument; it is not known whether the surgeon may have damaged the flexible instrument while using the rigid instrument. The surgeon was able to retrieve the jaw and all parts from the instruments were accounted for. No injury or impact to the pt was reported.